Event description:
It was reported that a discrepancy of 2-4 degrees celsius was discovered when the customer disconnected and reconnected the catheter's temperature cable, which allegedly lead to mistreatment of temperatures.

Manufacturer narrative:
The reported event was unconfirmed. A latex temperature sensing catheter was returned. There was no visual defects. The device was dissected. The thermistor and wire were removed and were found to be in one piece. A device history record review was not required per the investigation. It is unknown which labeling the user received , therefore a labeling review cannot be done.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that a discrepancy of 2-4 degrees celsius was discovered when the customer disconnected the catheter's temperature cable and reconnected, leading to mistreatment of temperatures.